Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: pain and granuloma. Event description: it was reported that the patient received an implant on (B)(6) 2018 and is monitored due to pain. Additionally, MRI showed granuloma type formations at the level of the right hip trochanter major with extension into the surrounding tissue. Review of received data: as listed on the first page of this report, various documents were received in romanian, english and german language. All documents were reviewed and the relevant information was translated to english and is summarized below. Based on the information received three main events were identified for this patient and for each event a complaint was initiated: clinical situation and treatment in (B)(4) romania (B)(4). Revision surgery of the durom prosthesis performed in (B)(4) germany ((B)(4)) clinical situation after the revision surgery of the durom prosthesis, in (B)(4) romania ((B)(4)) the content of report (B)(4) legal. Pdf is split in to the applicable complaints. Revision report of (B)(4) 2018, (B)(4). Diagnosis: right hip, loosening of the cup with massive metallosis at a large diameter mom pairing. Therapy: revision of the cup and head with biolox option size m, reinforcement ring (ganz) size 64, bone reconstruction with bone chips, tutobone, polyethylene cup size 58 cemented, 4 screws, massive debridement and taking of samples of granulomatous tissue and removal of pseudotumor tissue procedure: the hip is opened through the old incision using an anterolateral transgluteal approach. The massive capsule, granulomatous changes and metallosis are removed. The head and the cup are removed without major problems. At the bottom of the acetabulum there are huge jagged/rugged defects. Samples are taken for histopathological examination. Large osteolysis is present everywhere also in the area of the stem. Before, granulomatous soft tissue was already removed in another clinic. The acetabulum is reamed to size 64 and a reinforcement ring (ganz) is fitted and shows a good fit. The ring is fixed with four screws and exhibits stable conditions. Before this, 2x 50 g tutobone chips were placed in the inferior and posterior region of the acetabulum. There is a good acetabular bed and stable conditions. Then a polyethylene cup, size 58, is cemented in 20° anteversion. Using a size m head the stability is checked. There are stable conditions and no dislocation tendency. Jet lavage and extensive rinsing is performed and the wound is closed. Medical letter of (B)(6) 2018, (B)(4). The letter states that the patient was hospitalized from (B)(6) 2018. Anamnesis: the patient reports that in 2009 he received a right primary total hip prosthesis due to femoral neck fracture in romania. For two years he had been complaining about permanent pain in the area of the right hip joint. After several revisions (4 surgeries) no significant pain relief could be achieved. The follow-up showed a renewed loosening of the acetabular component. The patient came to the consultation to plan the further therapy. Physical examination: movements are painful and there is tenderness in the area of the trochanter. Findings: postoperative, there is a weakness in foot elevation on the right side due to affection of the sciatic nerve and possibly pre-existing damage. MRI report of (B)(6) 2019. The examination was requested by dr (B)(6) and the report is written by dr (B)(6). Result: patient with a right hip prosthesis with granuloma that was revised in feb 2018. Due to the prosthesis and fixation screws the MRI images have artefacts. Despite these artefacts a formation is seen. It is in contact with the anterior-inferior part of the prosthesis and spreads anteriorly and then inferiorly with a cranio-caudal extension of 6.6 cm. The formation has a superior intra-pelvis extension which spreads first superiorly then posteriorly in contact with the hip bone. A formation of 2.4 cm at the level of the right hip trochanter major is noticed posterior-lateral which is in contact with a part of the prosthesis. This formation has the same character with the previous one and it seems that it communicates with the previous one anteriorly and medially. Conclusions: the hip prosthesis is in normal position. Granuloma type modifications at the level of the right trochanter major with extension into the surrounding soft tissue. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Conclusion: it was reported that the patient received an implant on (B)(6) 2018 and is monitored due to pain. Additionally, MRI showed granuloma type formations at the level of the right hip trochanter major with extension into the surrounding tissue. On (B)(6) 2018 the hip prosthesis was revised in (B)(4) germany. According to the diagnosis section of the corresponding revision report cup loosening and massive metallosis are mentioned. During the revision the massive capsule, granulomatous changes and metallosis were removed. The condition of the removed tissue is not further described. The head and the cup were removed without major problems. The report does not contain any remarks concerning the condition and / or position of the cup. Huge jagged/rugged defects were noticed in the bottom of the acetabulum and samples were taken for histopathological examination. The results of the latter are not at hand. On the anchoring surface of the retrieved cup some bone attachments but no signs of loosening in the form of slightly polished areas can be observed. On (B)(6) 2019, approximately one year after revision surgery, a MRI was performed and two formations were found. It is unknown if one of the formations could still be one of the three seen already in (B)(6) 2017 as the two mris are not compared. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00084.

Manufacturer narrative:
Concomitant medical devices: biolox option head ¿ item# unknown; lot# unknown; polyethylene inlay ¿ item# unknown; lot# unknown. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. MRI were received and will be reviewed as part of ongoing investigation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The following report is associated with this event: 0009613350 - 2019 - 00085. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Remains implanted.

Event description:
A patient is pursuing a product liability claim. The patient received an implant on (B)(6) 2018 and is being monitored due to pain and granuloma. Attempts to obtain additional information have been made; however, no more is available.